Event description:
It was reported that the patient implanted with this pacemaker attended clinic for a follow-up visit, during which the device could not be interrogated. At the previous follow-up in (B)(6) 2023, the device's battery was estimated to have 2.5 years of longevity remaining. However, at this visit, applying a magnet elicited no response, with no pacing spike visible on the electrogram. The patient, who is in chronic atrial fibrillation without symptoms, subsequently had the device explanted and replaced. No further adverse patient effects were reported, and the device is anticipated to be returned.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.

Event description:
It was reported that the patient implanted with this pacemaker attended clinic for a follow-up visit, during which the device could not be interrogated. At the previous follow-up on (B)(6) 2023, the device's battery was estimated to have 2.5 years of longevity remaining. However, at this visit, applying a magnet elicited no response, with no pacing spike visible on the electrogram. The patient, who is in chronic atrial fibrillation without symptoms, subsequently had the device explanted and replaced. No further adverse patient effects were reported, and the device is anticipated to be returned. Update: this device was received for investigation. This supplemental report includes device technical analysis.